Manufacturer narrative:
Two samples (1 used and 1 new) list #mc330359, 8" (20 cm) appx 0.38 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps (white, blue), luer lock same lot were returned for evaluation. As received, one of the silicone plugs was observed to be stuck down on one of the shunltless microclaves, no additional damage or anomalies were noted. The samples were tested as per procedure, and the clamps were activated and they prevented flow. Even no leaks were noted, the damage observed on the shuntless microclave might a leak. Complaint can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a smallbore bifuse ext set where it was reported that there was device pinch clamp failure and leaking. There was unknown patient involvement.